Event description:
It was reported that the patient had some kind of surgery and the electrical system was damaged during the surgery. Subsequently it grew back. The patient noted that security at the airport has been causing problems for them as well. The patient does not like the device and is going to ask their physician to take it out. Follow-up was conducted with the clinic but was unable to obtain requested information after multiple follow-up attempts. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.